Event description:
On 17-dec-2025, the manufacturer became aware that the user experienced hyperglycemia with reported blood glucose values up to 400 mg/dl. The user was transported to the emergency room by a family member and was admitted on (B)(6) 2025 and discharged on (B)(6) 2025 for treatment of elevated blood glucose. Following discharge, the user reported that they did not resume ilet therapy and managed diabetes using multiple daily insulin injections.

Manufacturer narrative:
The manufacturer reviewed available ilet report and engineering log data for 12-dec-2025 and the preceding period, along with information provided during the user call. Device logs did not show occlusion alerts during the reported timeframe; instead, logs showed the dexcom g7 sensor expired on 11-dec-2025, followed by repeated cgm signal loss/pairing events and entry into bg-run, with insulin dosing stopping at 15:57 on 11-dec-2025 due to overdue bg-run requirements. On 12-dec-2025, a supply change was logged at 06:00, and multiple attempted meal announcements generated ¿bolus unavailable¿ messages until a bg entry of 400 mg/dl at 06:35, after which bg-run dosing resumed; subsequent manual bg entries of 450 mg/dl at 06:57 and 400 mg/dl at 09:24 were recorded, and the device later recorded low/very low battery alarms and was noted to have powered off after 18:06 due to loss of power. Based on the investigation, the event is most consistent with interruption and inconsistency of insulin therapy following cgm expiration and failure to maintain bg-run requirements, with continued hyperglycemia documented by manual bg entries during the event period. No evidence of device malfunction was identified in the engineering logs, and device behaviors (bg-run initiation, dosing stop for missing bg-run entries, and alarm annunciations) were consistent with expected operation. The user outcome was reported as recovered, and the user remained off ilet therapy after discharge.